Manufacturer narrative:
Device powers up with flashing white display and some horizontal white grey running across in the middle and towards the top, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests or verify unexpected error message or other motor, lost setting anomalies due to the display anomaly. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and oily rainbow effect on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.